Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "screen intermittently going blank." Fa installed and tested the unit in a printed circuit assembly (pca) xi test system and powered-on the surgeon side console (ssc). Fa notes that the left eye was a 'little brighter/white' than the right eye.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the one console has no image in the left eye and the other console had image in both eyes. The customer was currently working on a case and was to power-cycle at the end-of-procedure (eop) and call intuitive surgical, inc. (Isi) back. The procedure was completed with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the procedure was a bladder diverticulectomy. There were no issues noted during case set up. The procedure was a dual console set up; therefore, when the one eye went down, on the first surgeon side console (ssc), the surgeon was able to switch to the other ssc, that was working perfectly. The surgeon elected to not troubleshoot with isi's technical support when the issue occurred and attempted to power-cycle the system at the end of the procedure. There was no report of patient injury.